Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 73 mm x 60 mm fusiform aneurysm. The aortic neck ranged from 26 to 32 mm in diameter over an infrarenal neck length of 15 mm and was angulated around 50 to 60 degrees. The iliac arteries were moderately to severely calcified. The pt had an elevated creatinine level of 2.0, so contrast was used conservatively. It was reported that there were issues with the fluoroscopy equipment, which further complicated the imaging during the case, and it was very difficult to see the bilateral renal arteries. The main talent bifurcated stent graft body ( MDR# 2953200-2009-00904) was deployed up the right side, but due to the aortic neck angulation, there was significant difficulty cannulating the contralateral gate. With multiple wires and catheters and using different oblique angles, it was confirmed that it would be necessary to go up and over the aortic bifurcation from the ipsilateral side. The ipsilateral side of the bifurcated stent graft was then deployed, followed by deploying an 18x18x80 iliac extension stent graft successfully. A marker pigtail wire was advanced, but it was very difficult to see the radiopaque figure 8 on the bifurcated stent graft. The physician elected to implant a 14x18x75 talent contralateral limb stent graft (MDR# 2953200-2009-00905), which was inserted on the left/contralateral side. However, because of difficulties with the fluoroscopy imaging and the rao imaging angle needed to see the hypogastric artery, the figure 8 used for counting from was, in fact, not from the contralateral gate, but instead from the proximal end of the 18x18x80 iliac extension graft; consequently, upon advancement, the contralateral limb ended up covering the left hypogastric artery. Because wire access was then lost, the physician elected to convert to an aorto-uni-iliac and perform a fem-fem bypass with ligation of the common iliac artery. A second bifurcated stent graft was also implanted to create the aui, as no aortic cuffs were available at the case. The final angiogram revealed unk endoleaks along the 2 bifurcated stent grafts. It was reported that during the case, there were no issues with the devices, but that difficult pt anatomy, wire access issues, and poor imaging complicated the case. No add'l clinical sequelae were reported, and the pt is fine. The pt is to be followed at the 30 day CT scan to determine if there has been resolution of the unk endoleaks; however, no further info about the resolution of the unk endoleaks has been provided as of this report.

Manufacturer narrative:
Eval codes, results/conclusion: (endoleak), (elevated creatinine level; moderately to severely calcified iliac arteries; moderately to severely angulated aortic neck), (type and resolution of endoleak unk), (imaging difficulties due to problems with the fluoroscopy equipment).